Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the force transmission of the subject guidewire disappeared, with no movement at its distal end, and a segment of the guidewire could not be visible under imaging, the physician determined that the guidewire had fractured inside the microcatheter. The subject guidewire was removed along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.